Manufacturer narrative:
A patient experienced ineffective therapy within their intended pain map due to high impedances on one contact was reported to abbott. As a result, the physician explanted and replaced the lead to address the issue. The physician also added a second lead to cover the pain area better. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Attempts were made to obtain complete patient information. Additional information was not provided.

Event description:
It was reported that the patient's scs lead had one contact with high impedance. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. The physician added a second lead to cover the area better.